Event description:
A customer reported that a knife lost its cut on the first incision and that it should be able to be used for a second incision without risk to the cornea. There was no impact to the patient. Additional information has been requested. Additional information was received confirming that a second knife was used to make the second incision and continue the procedure.

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged blade tip. The knife tip was out of the foam protector upon arrival at manufacturing. Penetration and sharpness testing was not performed due to the damaged condition of the sample. The final customer lot was identified. Two component knife lots were used to make up the final lot. A review of the related device history records (DHR) has been performed and no anomalies were found. The product was released according the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint received against the final lot and the first received against the component lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. From evaluation of the available blade packaging, the product blister contained creases and appears to have been compressed which in turn forced the cutting edge to cut through the foam sheath. There was evidence of numerous nicks and scratches in the blister from the cutting edge. The damage would be consistent with a package that suffered shipping damage. The complaint did not mention any shipping damage prior to package opening. It could not be determined when the damage to the packaging occurred. (B)(4)

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).